Manufacturer narrative:
Tracking # (B)(4). Date sent: (B)(6) 2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a colectomy procedure, the surgeon said the staples did not fire at the proximal part of the staple line. The case was completed using another device of the same product code. There were no patient consequences reported.